Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9811 batch number 67219389 was received for investigation. Functional testing was not performed due to the fact that the electrode was detached. Visual evaluation found that the electrodes face detached from the probe. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to ncr-20813.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the probe is broken out at the front part. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.